Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a leak. It was reported during preparation of a steerable guide catheter (sgc), the leak test failed twice. Water drops were observed in the water level of the sgc, possibly coming from the seal inside the rotating hemostatic valve. The sgc was not used in the patient. The procedure was successfully completed with a new sgc. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported issue could not be confirmed. In this case returned device analysis was unable to confirm the reported leak. The steerable guide catheter held fluid column, and no loss of column was noted when inserting and removing the dilator. Based on the information provided, a conclusive cause for the reported leak cannot be determined. It is possible that the reported leak is the result of the user technique of leak testing, however this cannot be conclusively determined. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific issue. There is no indication of a product issue with respect to manufacture, design, or labeling.